Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical spondylosis and underwent anterior decompression and fusion at c3-6. During the surgery, after placing the cage on the intervertebral disks, the tip of the driver broke. The product came in contact with the patient. No fragments of the broken part remained inside the patient. No patient complications were reported. There was a delay of less than 60 minutes in the overall procedure due to this event.

Manufacturer narrative:
Product analysis: visual and microscopic examination identified that the portion of the drivers tip that interfaces with the screw is sheared. Conclusion: the damaged appears to be the result of torsional overload. . If information is provided in the future, a supplemental report will be issued.